Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal gablofen (baclofen) via an implantable pump for intractable spasticity. The hcp reported that the patient came in for a refill and they noted a motor stall occurred 200+ hours ago. Agent had hcp check the pump logs and the stall occurred (B)(6) 2025 with a magnetic resonance imaging (MRI). The hcp stated there was no audible alarming until they interrogated the pump for the refill. The hcp also states the patient has had no therapy issues. The hcp stated that they refilled patient's pump and they rechecked the pump logs still did not show a motor stall recovery. Hcp sent patient home and told patient to contact them if they had any issue to call in. Patient was scheduled to come in next week and they would check the logs again.